Event description:
It was reported that a guidewire tip detachment occurred. A 182cm j choice guidewire was selected for use; however, upon removal from the protective case, it was noticed that the guidewire tip was damaged and broken. The procedure was completed with another of same device. No complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: unit returned with its original box, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The returned guidewire had the spring tip bent/kink. The spring tip is stretched. There is no evidence of any detachment on the distal tip. The device was measured in three sections (distal - medium - proximal) along it in order to confirm that is within specification.

Event description:
It was reported that guidewire tip detachment occurred. A 182cm j choice guidewire was selected for use; however, upon removal from the protective case, it was noticed that the guidewire tip was damaged and broken. The procedure was completed with another of same device. No complications were reported and the patient status was stable.